Manufacturer narrative:
(B)(4). Unit passed displacement test and self test. No pump error 63 noted during testing, however, pump error 63 (variable 3) was present in the pump trace download due to broken trace at u1 pin 1/vdd on keypad assembly. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failure alarm at the time of self test. The customer¿s blood glucose level was 202 mg/dl. Customer was able to clear hardware low level failure error. Customer also reported that they were able to rewind the insulin pump. The self test was passed. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.